Event description:
The patient reported having "trouble" with the programming of the device. The device gets reprogrammed by the physician, and allegedly returns to the pre-programmed settings. The programming is beginning to affect the patient being able to function. Follow up was conducted to determine is the event is device related, but attempts were unsuccessful. Records indicate that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.